Event description:
It was reported that after a rotator cuff repair surgery the patient had a difficult rehabilitation therapy, dr (B)(6) requested a check MRI which showed that one anchor had pulled out of the numeral head. Dr (B)(6) reckons the patient will need a revision of his rotator cuff repair.

Manufacturer narrative:
Additional information received by the manufacturer has identified that this event should be re-evaluated for MDR reporting. The reassessment determined that the issue does not meet the threshold for reporting and is a non-reportable event.

Manufacturer narrative:
The reported multifix s-ultra device, intended for use in treatment, was not returned for evaluation. A relationship between the product and reported incident cannot be established as the product was not returned. Without the reported product a visual evaluation cannot be performed and customers complaint cannot be confirmed. From the information provided, after a rotator cuff repair surgery the patient had a difficult rehabilitation therapy, MRI showed that one anchor had pulled out of the numeral head. After revision surgery, it appeared that only the anterior anchor was dislodged. The posterior anchor was in place and integrated. An exact root cause cannot be determined with confidence; however, factors that could have contributed to the reported event include: (1) bone condition. 2) incomplete insertion. Bone condition or incomplete insertion of the anchor into the bone hole can result in implant puul out. The instruction for use (IFU) were reviewed and were found to outline precautionary statements and instructions in regards to the use of the device to avoid damage or non-functionality. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.